Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred on (B)(6) 2014, at noon. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and made no changes to her diabetes management routine in response to the alleged issue. The patient detailed that 30 minutes after the product issue she developed symptoms of feeling ¿light-headed and sweaty¿, however denied receiving any treatment. During troubleshooting the cca noted that the meter battery needed to be replaced however the patient did not have a battery available. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a hypoglycemic event after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.